Event description:
It was reported that during an unknown procedure a new mese1 evacuator unit was making loud noises and random clicking sounds. Also pulling air when pencil was not being activated in open mode using the connect cable attached to the ft10 medtronic esu. Unit used to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent 1/22/2025. B3: only event year known: 2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2025. Investigation summary: per service manual operational and diagnostic analysis confirmed the noise issue and out of box failure, the self activation issue was not confirmed. The scroll pump was identified in the investigation to address the issues. Repair was not performed and the unit was placed in long term hold. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2025 additional information received new mese1 evacuator unit was making loud noises and random clicking sounds. Also pulling air when pencil was not being activated in open mode using the connect cable attached to the ft10 medtronic esu.